Event description:
Purge tubing for an impella device connected to pump, for emergent impella placement on an unstable patient in cardiogenic shock. Upon connecting the purge tubing to the pump, the tubing would not prime and error message was displayed on console. Tried several more times, unable to prime the line- repeated error messages. Moved the purge tubing to a different impella console, and the same error message occurred. During this time (while troubleshooting), the patient grew increasingly unstable and required epinephrine injections to stabilize. Pulled new purge tubing from a new sealed impella cp box and changed the tubing that was connected to the impella- the new tubing immediately primed. Once the pump was primed, inserted it and the patient began to stabilize. The faulty tubing resulted in a critical delay in care.